Event description:
At 0445 on january 11, 2007 iabp pump alarmed indicating slow gas leak. No blood was initially seen. An auto-fill was done and a small amount of blood was in tubing. The balloon was removed. A 34 cc balloon. An 8 french catheter.